Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported that the patient felt some soreness after the procedure. It was noted that the trial began on (B)(6) 2018. On a second call, the patient stated they were told it was ok to feel a tightness "of" ¿numbness¿ in the groin area instead of stimulation. On (B)(6) 2018 the patient reported that the last 2 days when they had gotten up they had been dizzy/lightheaded. The patient was advised to contact their healthcare provider. On (B)(6) 2018 the patient reported that they were dizzy and were sore from their catheter. The patient stated they had already spoken to their clinician about it. No further complications were reported.